Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser does not burn using both ports even after raising the power up to 500 mw. No patient harm was reported. Additional information received clarified that event occurred before surgery. The system does not fire with good power, when tests were performed with sheets of paper it does not burn them.

Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported event. As a preventative measure, the internal optics were cleaned. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).